Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under this MDR, device 2 is being reported under MDR-2247858-2022-00073, and device 3 is being reported under MDR-2247858-2022-00074.

Event description:
This event was reported to tag via (B)(6) registry as follows: floating thrombus right iliac leg of evar limb. No serious adverse event was reported. Event reported as procedure and device related. The event was unanticipated. Patient outcome - "event ongoing."

Event description:
This event was reported to tag via the tiger registry as follows: floating thrombus right iliac leg of evar limb. No serious adverse event was reported. Event reported as procedure and device related. The event was unanticipated. Patient outcome - "event ongoing."

Manufacturer narrative:
This complaint was involved with three devices. Device 1 is being reported under MDR-2247858-2022-00072, device 2 is being reported under MDR-2247858-2022-00073, and device 3 is being reported under MDR-2247858-2022-00074.